Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 445 mg/dl, while wearing the pod on the back between 36 and 48 hours. At the hospital, the patient was given an infusion with fluids and a new pod was applied as treatment.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.